Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were received at zoll medical corporation in their original packaging unopened. The pads were tested on a known working g3 device. The electrode pads showed no evidence of failing self tests, no errors occurred and the test device functioned properly. The electrode pads were scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.